Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the rubber cord of the device pulled out of the device, exposing wires, during a knee surgery. There was no patient or user injury reported. It is unknown if delay or medical intervention occurred. There was no additional information provided.